Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported a faulty sensor always reads 80 even when not connected to a patient. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. (B)(6).